Event description:
The customer reported his blood glucose reached "high" (greater than 500 mg/dl) less than 24 hours after the pod was activated. Upon removal, he noticed the needle was sticking out of the pod. There were no additional bg level, carbohydrate count or insulin dosages provided.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (failure to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.